Event description:
A disposable 18" tourniquet was put on proximal humerus for a hand surgery. Before tourniquet placed- 3 layers of cast padding was wrapped around arm where tourniquet would go. After surgery tourniquet was removed and it was noted a reddened area with blisters on skin of proximal humerus rt arm, which wasn't there prior. Tourniquet set at 250mm hg, tourniquet time 2hrs and 5 min.